Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: it could not be connected to the scope, the video connector could not be connected, video connector could not be disconnected smoothly, deterioration of head unit, poor watertightness of cable unit and image was too bright. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the initial malfunction: due to damage on coupler unit, it could not be connected to the scope. In regard to the newly identified malfunctions, due to deformation of plug unit, the video connector could not be connected, due to poor watertightness of cable unit, the video connector could not be disconnected smoothly, and because the adjustment value in board unit was out of the standard, the image was too bright. As for the other identified malfunctions, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head's coupler mount was not working. The issue was found during inspection for use. There were no reports of patient harm.